Manufacturer narrative:
Investigation conclusion: quidelortho personnel visited customer site and observed/performed testing using training panel and controls. Four technicians performed testing, all runs resulted as expected. Quidelortho personnel noted several off product insert practices upon observation. Provided customer with retraining. Root cause: customer procedural error;improper specimen transport source: phone,

Event description:
Customer reporting an unknown number of potential false positive sars results. Through an onsite visit by quidelortho personnel it was found that kit control failures occurred on several of the assays, as well as multiple improper procedural steps/deviations from product insert guidelines. Customer reports better assay performance since retraining.